Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that there was a power on reset (por) seen. The patient reported that he noticed the por following a surgery. The patient also reported that the por coincided with the patient reprogrammed operating slowly as well. No patient symptoms reported.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Additional information was received from the patient and it was reported that the surgery was for a rectal prolapse that was not related. The patient reported that they went to the urologist to resolve the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.